Event description:
A report was received that the patient will under go a revision due to the ipg moving within the pocket site.

Event description:
A report was received that the patient will under go a revision due to the ipg moving within the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The physician opened up the incision where the extensions were located and buried the extensions deeper as one of the extensions was bulging out and poking the patient. The ipg pocket site was not revised and the patient is reportedly doing well. Additional suspect medical device components involved in the event: model # sc-3138-35, serial #s (B)(4), description: scs phiii extension 35cm.